Event description:
During follow up on an unrelated event, a peritoneal dialysis (pd) pt's clinic reported that the pt had expired. During follow up the pt's pd nurse reported the pt had an incident of peritonitis. He reported the pt's peritonitis was a touch contamination event. The pt's technique was troubled and her home environment was not well controlled. The pt passed away four days after hospital admission due to sudden cardiac arrest. Medical records were received and reported on (B)(6) 2015, the pt began experiencing abdominal pain and had a cloudy dialysate bag. She went to the dialysis clinic at and appeared ill but clinically stable. Peritoneal dialysis fluid cultures were obtained. Intraperitoneal vancomycin,gentamicin and heparin were administered at the clinic. At the end of the peritoneal dialysis bag administration, the pt went to the bathroom and became weak and lethargic and was sent to the emergency room. While in the emergency room, she was intubated to protect her airway and not long afterward she experienced pulseless electrical activity arrest. The pt had a return of blood pressure and pulse after 6 minutes of CPR. She was admitted into the ICU, diagnosed with septicemia due to enterococcus, sepsis and acute respiratory failure. However, she suffered anoxic brain injury with poor mental status and seizure like activity. Her peritonitis cleared up within three days. On (B)(6) 21015, she was taken off life support and died within an hour on (B)(6) 2015.

Manufacturer narrative:
The post market clinical team has reviewed the pt's medical records and determined that on (B)(6) 2015, the pt began experiencing peritonitis. While at the emergency room, the pt suffered cardiac arrest and subsequently expired on (B)(6) 2015. The cause of death was determined to be capd peritonitis and severe sepsis. Medical records do not contain a death certificate or autopsy. The pt was not receiving peritoneal dialysis during her cardiac arrest or her death. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. According to the peritoneal dialysis registered nurse, the pt's peritonitis was a touch contamination event. Her technique was troubled and her home environment was not well controlled. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the diagnosis of bacterial peritonitis and subsequent death. A follow up MDR will be filed following review by the mfg plant.